Event description:
Pt. Was in the operating room for a combined case for an exploratory laparotomy, sacral meningocele repair, and an evd placement. We were starting to close dura of the spine when one of our scrub techs noticed that there was condensation on the inside of our fluid warmer drape. He lifted up the drape as I felt underneath it and discovered a few drops of water on the metal lining of the fluid warmer. Scrub tech stated that because there was condensation on the inside of the drape and a few drops, there was a very small hole in the fluid warmer drape. Because of that we had a contamination of the field and had been irrigating with contaminated fluid for an unknown amount of time. We aren't sure when the contamination occurred but discovered it around 1500. We then discussed the contamination with our surgeons who then called infectious disease to get information on how to help the patient further.